Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that [pt] received a cook celect filter on (B)(6) 2014. Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . Investigation: the investigation was reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, long-term anticoagulation therapy, pain, and anxiety. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Unknown if the reported long-term anticoagulation therapy, pain, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot # are unknown, but the filter celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2014 via the right internal jugular vein due to deep vein thrombosis. The patient is alleging vena cava perforation, organ perforation and long-term anticoagulation therapy. The patient further alleges," I have experienced emotional and physical pain and suffering due to the inferior vena cava filter. On (B)(6) 2018, I had a computed tomography scan and the physician found I have four inferior vena cava filter struts perforating my vena cava. He reported that one of the struts is perforating my aorta. I experienced anxiety before the filter was placed but it has now significantly worsened". Per the (B)(6) 2018, computed tomography-abdomen without contrast: " findings: inferior vena cava filter is identified. The tip is located exactly at the level of the origin of the right renal vein and just below the level of the origin of the left renal vein. The exact position of the renal veins is difficult to assess due to paucity of mesenteric fat in this patient. There is no evidence of angulation of the proximal tip. The 4 longest struts extend beyond the level of the wall of the inferior vena cava. The anterior left strut extends along the margin of a loop of small bowel. The anterior right strut also extends along the margin of bowel. The posterior right strut extends along the margin of the adjacent thoracic vertebral body between the vertebral body and the psoas muscle. The posterior left strut. Appears to extend into the posterior lumen of the aorta. Impression: the proximal tip of the inferior vena cava filter is located near the origins of the renal veins. Exact location of the renal veins is difficult to assess due to paucity of mesenteric fat. The long left posterior strut appears to extend into the aortic lumen".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Corrected data: a1. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.